Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 49 mg/dl at the time of incident and indicated that she has given herself glucagon in the past for high or low blood glucose. Troubleshooting advised customer on how to clean the battery caps and to monitor the pump. Customer was advised to call back if any further issues.